Event description:
The customer reported, the system displayed artifact and distorted images. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor was ordered to be replaced. The system was then found to be working as intended.